Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2018. The customer troubleshot the issue with assistance from philip's technical support. The customer was provided with the part number and price for the power supply and battery. No further information was provided. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator went inoperable. The customer stated that alternate current power was connected but the unit was running on battery power. The ventilator alarmed for low battery than shut down. There was no patient involvement. The event date was not specified; estimate used.